Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) died. The family called guidant's technical services to ask for device analysis as there is a perception that delivery of shock therapy caused a convulsion which may have contributed to the patient's death.